Manufacturer narrative:
H4: the lot was manufactured from august 27, 2020 - august 28, 2020. H10: the device was received containing 135ml of fluid in the bladder. Visual inspection using the naked eye, did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. And found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was connected between december 23, 2020 ¿ december 30, 2020. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It was further reported that after 24 hours of infusion, 1/3 of the volume remained in the device. The device had been filled with aciclovir 1800mg in 0.9% sodium chloride. The reporter stated that the patient's peripherally inserted central catheter (PICC) line was functioning well; further described as "flushing easily and does not have any kinks". The device was not disconnected early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.